Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implant: 2008: bleeding 2009: bloating, abdomen pain, bacterial vaginitis. 2010: urinary incontinence, hypermobile urethra. Additional mesh implant (B)(6) 2011: repliform, for stress incontinence.